Event description:
It was reported on 03/09/2007 that an incident involving an aerosol tee connector occurred during use on a patient. Two pieces broke off from the aerosol tee and entered the patient's mouth. The hospital staff removed the pieces without incident. No patient injury was reported.

Manufacturer narrative:
At this time, the sample has not been returned to the manufacturing facility for evaluation. Should the sample be returned from the user facility, a full investigation will be performed.